Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference: 3005334138-2020-00342, 3005334138-2020-00343, 3005334138-2020-00344, 3005334138-2020-00345. During an atrial fibrillation procedure a perforation occurred. The patient became hypotensive and ice image confirmed a perforation near the left atrial appendage. A pericardiocentesis was performed and 2 liters of fluid was removed. The patient continued to be hypertensive and chest compressions were started. The patient was transferred to undergo surgery. The patient was stabilized. There were no performance issues with any abbott devices.